Manufacturer narrative:
Initial reporter first name is unknown. Initial reporter last name is unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the gel was not allowing all of the cells to pass through.

Manufacturer narrative:
Date received by manufacturer is corrected to 09/18/2015.